Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient primed the patient line with the cap off. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a breach in aseptic technique during peritoneal dialysis therapy. The cap was off of the patient line during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.